Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for the treatment of intractable spasticity. It was reported that post magnetic resonance imaging the patient had experienced instances when the pump would stop delivery medication, "sometimes it had come on and sometimes it hasn't". The caller stated that one time the patient had a seizure caused by the pump not turning back on. The event date was unknown. It was noted that the patient did not currently have an hcp because of a recent move. No further complications have been reported as a result of this event.